Manufacturer narrative:
Investigation: a device history review was conducted for lot number 9170850. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for our investigation preventing our engineers form determining a root cause; leakage at the inserter can be related to the angle of insertion or the application of medical dressing. The bd intima-ii should be inserted into the patient at an angle of approximately 15 - 30 degrees.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system leaked blood during use. The following information was provided by the initial reporter, translated from chinese to english: the patient child had a trocar placed on the back of his right hand on (B)(6)2020. In the afternoon, the trocar was found to be oozing blood and was removed.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd intima-ii closed IV catheter system leaked blood during use. The following information was provided by the initial reporter, translated from (B)(6) to english: the patient child had a trocar placed on the back of his right hand on (B)(6) 2020. In the afternoon, the trocar was found to be oozing blood and was removed.